Event description:
No additional information.

Manufacturer narrative:
Investigation result: twenty-two mz1000 china samples were received without packaging for investigation; residual was present in some of the returned maxzeros. The customer reported that the affected samples were from 24115429 and 25017218 and that "cracks found at mz connector housing when used" affecting a total of a hundred and two units (lot 24115429 with 49 units and 25017218 with 53 units). Additional information noted that "fractures occurred after connectors remained connected for a period of time", "during both flushing and infusion phases; all were standard fluid infusions of varying durations, no prolonged infusions". In some cases, the cracks resulted in leakage but "most only developed cracks." As part of the investigation, the customer also provided photographs of the reported issue; analysis of the photographs, noted that only one example had what could be assumed to be a crack, whilst another showed damage to the piston. Visual inspection of the returned samples did not identify any cracks on the maxzero housing, however eighteen of the returned samples had damage to the piston. The returned samples were subjected to pressure in order to replicate the customer's experience; however no leakage was observed from the connector throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the reported leakage. A review of the production records for lot 24115429 and 25017218 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: during use, a crack was found on the outer shell of the mz connector. There are two batches, totaling 102 pieces. Ten defective products can be returned; photos are provided. Batch number 24115429, (B)(4) defective pieces; batch number 25017218, (B)(4) defective pieces. Additional information received from the customer: please confirm this quantity represents defective products, not the total order volume. This quantity represents defective products. Please describe how the failure was detected? Fractures occurred after connectors remained connected for a period of time. Please confirm whether the failure was detected during the flushing phase or infusion process? If during infusion, please specify the duration? Occurred during both flushing and infusion phases; all were standard fluid infusions of varying durations, no prolonged infusions. Please confirm the brand and model of the connected product? Department: picu; connected to cvcs, three-way stopcocks, and indwelling needles. Please specify the substance being infused when the incident occurred? All were standard fluid solutions. Recent chemotherapy patients were few, and no chemotherapeutic agents were used. Did this cause patient harm? No. Did it result in inadequate fluid administration? Yes, rupture caused leakage. The line was immediately removed and replaced upon discovery. Confirm whether cracks caused fluid leakage? Some did cause leakage; most only developed cracks.